Manufacturer narrative:
On (B)(6) 2011: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, during the f/u on (B)(6) 2011, the physician observed that the device recorded oversensing episodes. However, no therapy was delivered. The physician asked for an analysis of the oversensing episodes.